Event description:
It was reported on an unknown date, the mayfield skull clamp slipped on the patient and an injury occurred. The patient was having a posterior cervical fusion. The patient was positioned face down. Disposable mayfield pins were used with the mayfield skull clamp and all three of the pins slipped. As a result, it tore the patient's scalp on the left temporal/parietal region. Five to six staples were used on the tear. The patient was taken off the mayfield and was placed on the horseshoe. Additional clinical information has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.